Manufacturer narrative:
The concentrator was returned to an independent repair center for evaluation. The evaluation confirmed that the unit had low o2 as indicated by unit shut down with a 2 red/1 green error code. Three tie wraps were replaced to correct the issue. However, there was no damage to the concentrator and no indication of a fire or burning to the concentrator. Photographs of the cannula were provided by the dealer, which confirmed that the end of the cannula was burnt/melted. The underlying cause was due to the user smoking while using the oxygen concentrator. There was no malfunction of the device that caused/contributed to the alleged injury. It is unknown why the end user's son was using his mother's concentrator when there was no reason for him to need oxygen. The invacare perfecto2 series user manual states, "danger! Risk of death, injury, or damage from fire. Textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. To avoid fire, death, injury or damage: do not smoke while using this device. No smoking signs should be prominently displayed. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this concentrator is located and away from where oxygen is being delivered." Should additional information become available, a supplemental record will be filed.

Event description:
The end user's son was using the concentrator. He allegedly turned up the concentrator as high as it would go 5+ and was using it even though he doesn't have a prescription for oxygen and was also smoking causing the cannula to ignite. He sustained burns to his face and throat and was admitted to the hospital.